Event description:
The nurse reports when irrigating the flexi-seal signal fms irrigation port fell out and stool ended up splashing back onto his face and eye while attempting to irrigate the device. It was further reported that this incident occurred approximately two months ago.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.